Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the lead was placed with no difficulty in several different locations within the right ventricle but each time the sensing thresholds where marginal. The physician felt it was a function of the lead and not the patient's tissue viability. The physician removed the lead and implanted a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies were found, however the distal electrode was covered in body tissue/fibrotic growth; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.